Event description:
User called into emergency support program (esp) line to request support with check iab alarm that occurred during use of intra aortic balloon on patient. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail like kink, hyperextend the insertion site etc. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).